Manufacturer narrative:
(B)(4). The complaint sample was not available for return. Functional inspection could not be performed. The root cause could not be established. The complaint cannot be confirmed. The device history file is not available for review in the us. The certificate of compliance could not be reviewed as the lot or serial number was not reported. No corrective or preventative actions will be assigned. No further action is required. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after inserting the device the introducer could not be removed. They could not separate the needle portion. The device could not be used, and it was removed.